Event description:
The customer obtained non-reproducible, higher than expected troponin I es results (patient1= 0.06 versus expected result= <0.012 ng/ml; patient2= 0.076 versus expected <0.012 ng/ml) from patient samples processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. The higher than expected tropi es patient results were not reported from the laboratory due to an analyzer condition code that indicated to review the troponin results. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es results. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from patient samples while using the vitros eciq immunodiagnostic system. There was no indication that a pre-analytical sample processing issue contributed to the event. Additionally, a vitros tropi es reagent issue has been ruled out as a contributing factor. The investigation could not determine a definitive root cause. However, an instrument issue cannot be ruled out as potential contributing factor.